Event description:
Manufacturer ref. #:(B)(4).

Manufacturer narrative:
No part was replaced during on-site troubleshooting. The investigation consists of evaluation of device logs. Test logs show that no pre-use check was performed prior to ventilation start. The latest performed pre-use check was performed 13 days earlier and had passed without deviation. A successful patient circuit test is also logged 11 days prior to ventilation start. A pre-use check was performed on the reported date of event. It had failed the internal leakage test due to leakage. It also failed the patient circuit test as pre-conditions were not met. Event logs show that no ventilation was conducted on the reported date of event. The latest ventilation period was started 2 days earlier and lasted 11 hours. The reported excessive leakage has not been confirmed in received logs. There is no alarm in the ventilator for excessive leakage this is a message that could only occur during pre-use check. The logs contained high pressure situations that could have been perceived as stop of ventilation. There were also high respiratory rate alarms that could have been caused by some sort of leakage however this is not related a stop of ventilation. Since no parts were replaced and received logs do not contain indications of a technical malfunction it is not possible to determine the root cause of the reported issue or the observed alarms in the logs.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for excessive leakage and had to be swapped by another ventilator during patient treatment. There was no patient harm. Manufacturer ref. #: (B)(4).